Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06/17/2025, a sales representative reported via phone that an ar-9094es-10-3025r es trochanteric nail broke. This device broke over a year post op. It is believed that a revision procedure has taken place with another company.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.